Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the patient had went to the hospital and was described as being completely out of his mind. It was noted that the hcp wanted the patient to have magnetic resonance imaging. It was reviewed at the time of the report that regarding the anchor / if the anchor would appear like metal in an x-ray, the device was made of platinum iridium. It was reported that they had put the pump into stopped mode and the healthcare provider was aware the pump would start alarming after 48 hours if left in stop mode. On 2019-jan-14, a healthcare provider further reported that the provider was requesting the pump be turned off and had been made aware of alternative options (minimum rate mode, stopped pump mode) if applicable. It was indicated that they were made aware of the permanence and had given verbal consent on the call. The indication for use regarding the pump was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 8mcg/ml) via an implantable infusion pump. It was reported that the patient was admitted to the hospital and the hcp thought the patient's troubles were due to the drug (prialt) in the pump. It was noted that the patient was confused and in an altered state. The pump had been titrated on (B)(6) 2019. No pump alarms were present. The hcp set the pump to minimum rate. It was unknown if the issue was resolve; the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the patient had a pump pocket exploration and the metal that was discovered via x-ray was found to be the pin connector. It was reported that the patient was scheduled for a magnetic resonance imaging (MRI). No further complications have been reported.